Event description:
Headache, hair loss, weight gain, bloating, hot flashes, acne, blackheads, abdominal pain, heavy periods lasting for up to 14 days, large clumps of blood/tissue the size of a baseball coming out of vagina when I'm on my period and these symptoms get worse each year it seems like.